Manufacturer narrative:
Concomitant medical products - model: t510c29, bioprosthesis tissue valve; implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an allied health professional (ahp) called into technical services requesting assistance with evaluating a remote transmission. The report appears to show an impedance spike and noise on the right ventricular (rv) lead. It was discovered that the rv lead had triggered a lead integrity alert (lia) with variable impedance trend and increased sensing integrity counter (sic).a potential lead fracture is suspected. Follow up was conducted but no further information was ascertained. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was variable. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.